Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose due to multiple motor errors. Blood glucose level at the time of the incident was 400 mg/dl which was treated with insulin shots. Customer was experiencing high blood glucose symptoms like nausea and extreme thirst. Customer was using insulin pump within 48 hours of high blood glucose incident. Customer does not allege insulin pump for under delivery. Customer stated that drive support cap appears to be normal. The insulin pump will not be returned for analysis. .